Manufacturer narrative:
A medwatch report is being filed to report the event. Evaluation of the returned acetabular cup and inserter found both to meet manufacturing specifications. Review of receiving certificate of conformance showed that lot had no anomaly or deviation. The user facility was notified of the event on (B)(4) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4) 2011.

Event description:
It was reported that patient underwent total hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2011. During the procedure, the inserter would not disengage from the acetabular cup after the acetabular cup was implanted. The acetabular cup was removed and another cup was implanted utilizing a different inserter. There was no injury to the patient or delay to the procedure as a result.